Event description:
New information received notes that the patient's atrial lead exhibited capture failure. The patient was brought into clinic and dislodgement was confirmed via x-ray.

Event description:
It was reported that the patient presented for follow up in clinic. It was observed that the right atrial (ra) lead was dislodged. The lead was explanted and replaced with a new lead. The patient is in stable condition.